Event description:
User related. It was reported that "opened expired hospital owned 1.6mm beaded cable by nurse in room. She had already opened to the surgeon before she noticed it was expired. He passed off the cable, but had already implanted grip onto another cable. Surgery went well no problems with implant only expired."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006, to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (user related and product code (B) (4)).